Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and power cable disconnect alarms was confirmed via the submitted log files (B)(4); however, the alarms were not reproduced during testing of the returned controller. Log file (B)(4) contained approximately 2.5 days of data ((b)(60 2019 per the timestamp). Log file(B)(4) contained approximately 14 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). Both submitted log files captured intermittent low voltage advisory and power cable disconnect alarms due to the rsoc voltage levels dropping. The atypical alarms only occurred while connected to 14v batteries and occurred on both the black and white power leads. The atypical alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit throughout the log files. The log file downloaded from the returned controller (B)(4) contained 4 events spanning approximately 3 minutes (13:13:48 ¿ 13:16:36 on (B)(6) 2019 per the timestamp). The driveline was disconnected on (B)(6) 2019 at 13:16:20 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was tested with a test power module and with test 14v batteries while connected to a mock circulatory loop with no issues observed. The power cables were manipulated by hand during testing without any issues or atypical alarms produced. The system controller operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Visual inspection of the returned controller revealed damaged strain reliefs on the connector side of the power cables and a tear in the outer jacket of the white power cable. The outer jacket of the white power cable was also twisted and bunched up near the strain relief. Testing of the system controller power cables revealed that the resistance of the individual conductors was higher than expected; this is indicative of the early stages of conductor breakdown. The insulation was removed from the power cables and minor kinks were observed on the individual conductors. A green contaminate consistent with fluid ingress was also observed. No other physical anomalies were observed. Additional information provided stated that exchanging the 14v batteries and clips did not resolve the issue; therefore, the controller was exchanged. A request for additional information was made to determine if the alarms resolved and if there had been any further issues; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis; however, the conductor breakdown of the power cables may have contributed to the reported event. The root cause of the conductor breakdown could not be conclusively determined through this analysis; however, the observed damage to the power cables and fluid ingress may have contributed to the degradation of the conductors. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) covers all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. These sections, under subsection ¿what not to do: driveline and cables¿, also inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. These sections also caution the user not to twist, kink, or sharply bend the system controller power cables. Heartmate ii patient handbook describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cable connectors for dirt, grease, or damage. This section also instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate ii patient handbook states that the heartmate ii system components must be kept dry. Never expose the system controller or batteries to water, and do not shower while connected to the power module. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The shower bag must be used while showering to keep the system controller and batteries dry. Do not take showers unless approved by a doctor for showering. Do not submerge the shower bag in water. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was constantly getting low voltage advisories and power cable disconnects which were confirmed in the log file. Patient was given new clips and a new set of batteries. However, the issue persisted even after the batteries and clips were exchanged. The patient's controller was exchanged on (B)(6) 2019.